Event description:
Customer reported on a bravo ph capsule that failed to attach. According to the customer, the dr went back down with scope and found the capsule near the oral pharanx, it was recovered and another capsule placed normally. The pt was not injured following the procedure.